Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer's representative and had no concerns with their device therapy. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was patient injury when the patient fell 3 weeks ago on her back. She turned stimulation on that night and it worked fine. Today, her right leg was jumping all over in the car. The patient did not have her programmer with her to turn the implantable neurostimulator (ins) off but she was turn to turn stimulation off when she got home and her leg stopped jumping. The patient had an appointment with the doctor on (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.